Event description:
According to the event description: "a ketamine infusion (200 mg) combined with 1 mg of midazolam in 40 ml total volume was programmed to infuse at 10 ml/h over 4 hours. The pump completed the infusion approximately 20 minutes earlier than expected, with the syringe found to be empty. Checks were conducted prior to starting the infusion, and upon early completion, staff members verified that the pump settings were correct, and the syringe was indeed empty. Log review: the infusion log indicated a total volume delivered of 36.5 ml, suggesting a shortfall of 3.5 ml compared to the programmed volume of 40 ml. This points to a possible delivery accuracy issue.technical inspection: a function test and internal performance maintenance (ipm) were conducted, during which the pump failed the motor power limitation stage 6 test."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump were analyzed. According to the available information, the incident occurred on the 20th of (B)(6) 2025. On this day no vtbi therapy was found with the parameters "10 ml/h over 4 hours". Only a vtbi therapy with the parameters 50ml and a flow rate of 100ml/h were found. On the (B)(6) a vtbi therapy was found with the parameters to the drug "danapar". The pump was turned on at 08:45am. The syringe bd plastikpak 50ml was selected. According to the motor steps, the syringe was catches at a volume approximately 36ml. A flow rate of 10ml/h and a vtbi of 40ml were set. The therapy was started at 08:48am. At 12:18 the syringe near empty alarm occurred. At 12:23 the syringe empty alarm occurred. In total 35.89ml were infused. The alarm was confirmed and the therapy was started again. The infusion was stopped again at 12:29 and a syringe change was performed on the pump. The pump was turned off. According to the history files, no overinfusion occurred. According to the files a volume of 36ml was in the syringe and not 40ml. According to all available information, the defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.